Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and states that essure caused extreme side effects. She experienced cramping, sharp/stabbing pelvic pain, abnormal menses, bacterial vaginosis, constant spotting, discharge, hydrosalpinx (fluid in the fallopian tubes), excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (metrorrhagia), incontinence, long menstrual cycles (polymenorrhea), yeast infections (candida), urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging and stabbing of vaginal entrance (vulvodynia, breast pain/tenderness, abdominal spasms/twitching/fluttering, back, joint/hip, leg, neck and spine pain, chronic pelvic pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches, brain shocks, diminished brain function / brain fog - cloudiness, forgetfulness, confusion, short term memory loss, anxiety/panic attacks, mood swings, anemia, iron deficiency, low ferritin, unexplained/easily bruising, elevated blood counts, cysts, boils, acne, skin irritation, skin itching, heart palpitations, coil migrations / coils becoming embedded in other tissues/organs, swelling of legs or feet, hair loss, hair changes, hair growth in new places, dental issues, insomnia, weight issues (gain), adhesions (scar tissue in abdomen), vision problems (blurred vision, floaters, decreased vision), excessive sweating, dry skin, dry hair and dry eyes. In addition consumer reported that device is partially still in uterus (parts removed). Consumer reported that essure caused extreme side effects resulting in removal of her fallopian tubes and now investigating further surgery to remove uterus. She also informed that the events happened on (B)(6) 2010 and states that essure is partially still in uterus (parts removed). In addition, a serious injury was reported; however it was not specified for which event it refers. Consent for contact was denied. Company causality comment: this not medically confirmed report, received via regulatory authority, refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and experienced coil migrations / coils becoming embedded in other tissues, organs, hydrosalpinx (fluid in the fallopian tubes) and uti (urinary tract infection). Coil migrations / coils becoming embedded in other tissues, organs is serious as medically significant and listed event according to reference safety information for essure. Based on the information provided, a causal relationship between event and essure cannot be excluded. It was reported that consumer had a removal of her fallopian tubes. Even though the exact cause for this procedure is unclear, this case was regarded as incident. Hydrosalpinx (fluid in the fallopian tubes) is serious and listed event. Due to the lack of information, a causal relationship between the event and essure cannot be fully assessed. Uti (urinary tract infection) is serious and unlisted event for essure. Urinary tract infection is one of the most common infections in all age groups of women. Due to its well known pathophysiology, it can be considered unrelated to essure. Several non-serious events were reported. Consent for contact was denied. Ptc assessment is awaited.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 26-sep-2014: final assessment: the complaint narrative indicated the device was "partially still in uterus - parts removed with (B)(6) hospital". It is unclear from this description if the device was intact and partially located within the uterus, or if the part was broken in some manner with a portion of it still within the uterus. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the microinsert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. At this time, we are unable to confirm any quality defect or device malfunction since we have no sample to inspect. Medical assessment: the reported adverse events are not indicative of a quality deficit per se. The majority of reported adverse events were considered as unrelated to the product. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Ptc global number is (B)(4). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 70 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this not medically confirmed report, received via regulatory authority, refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and experienced coil migrations / coils becoming embedded in other tissues, organs, hydrosalpinx (fluid in the fallopian tubes) and uti (urinary tract infection). Coil migrations / coils becoming embedded in other tissues, organs is serious as medically significant and listed event according to reference safety information for essure. Based on the information provided, a causal relationship between event and essure cannot be excluded. It was reported that consumer had a removal of her fallopian tubes. Even though the exact cause for this procedure is unclear, this case was regarded as incident. Hydrosalpinx (fluid in the fallopian tubes) is serious and listed event. Due to the lack of information, a causal relationship between the event and essure cannot be fully assessed. Uti (urinary tract infection) is serious and unlisted event for essure. Urinary tract infection is one of the most common infections in all age groups of women. Due to its well known pathophysiology, it can be considered unrelated to essure. Several non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information (lack of complaint sample and any valid batch information). Consent for contact was denied. No further information is expected.